Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D2b: lgw - qrb additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50 serial number: (B)(6). Batch/lot number: 7079603 model/catalog description: infinion cx lead kit, 50cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1232 serial number: (B)(6). Batch/lot number: 576209 model/catalog description: wavewriter alpha 32 ipg kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients leads had high impedances. The patient underwent a lead and implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted products will not be returned per hospital policy.